Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400-500 mg/dl range. On (B)(6) 2017 customer's blood glucose value was 499 mg/dl . Customer treated with manual shot and insulin pump. Customer declined further troubleshooting on high blood glucose issue due to damage and fluid in the insulin pump. Customer reported damage to the screen and back of the insulin pump and also breaking belt clip. Customer stated that insulin pump was dropped due to broken belt clip. Possible leaks troubleshooting was performed, and self test passed. Advised customer to discontinue use of insulin pump and revert to back-up plan per healthcare professional instructions. Sending replacement insulin pump and reservoir. Insulin pump is returning for analysis. Advised to return reservoir as well.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus leaking test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir no air bubbles and it does not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.